Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2008, the patient experienced pain and an alleged loosening of the cup. This adverse event was treated by a revision surgery on (B)(6) 2022, in which a reflection cup and an oxonium head were exchanged. The patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 14.5 years post implantation due to alleged loosening of the cup. Reportedly, the femoral head and cup were revised. It was communicated that no further information was available; therefore, no clinical factors could be assessed which would have contributed to the event. With the limited information provided, the patient impact beyond the reported cup loosening and subsequent revision cannot be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, osteolysis, traumatic injury and/or lifetime of device. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.